Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip was loose, and it kept flashing when it was vaporized after 26,732 joules and 3 minutes of use. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap was rotating independently of the metal cap, indicative of glue failure. The glass cap exhibited moderate devitrification. The metal cap exhibited severe charred debris adhesion indicative of excessive tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify further signs of break along the fiber body. Based on device analysis result, the glass and metal cap were present/attached to the fiber. The metal cap was not found to be loose. Analysis did identify that the glass cap was rotating independently of the metal cap, indicative of glue failure. The user may have perceived that the metal cap was loose due to the glass cap rotating independently from the metal cap. It is probable that the debris adhesion found on the surface of the metal contributed to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including glue failure. The interaction between the user and device, caused or contributed to the observed fiber damage and reported event. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber cap tip loose.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip was loose, and it kept flashing when it was vaporized after 26,732 joules and 3 minutes of use. The procedure was completed with another fiber. There were no patient complications.